Event description:
The free-flow safety clamp (flo-stop) on IV tubing has not been consistently activating when the door to the alaris IV pump is opened. The door is not always grabbing the flo-stop and there is a risk of free flow if the roller clamp has not been closed before opening the door. So far all the pumps that have exhibited free flow when tested by biomed have been found to have been repaired with an "after-market" door latch produced by aiv. Carefusion did not have enough supply of the replacement parts which led us to go to the aiv product. The identified pumps have now been repaired with original equipment from the manufacturer (OEM). This is actually a newly designed OEM replacement part that came out in (B)(6) 2015 that appears to have thicker sears (claws).